Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Customer consumed carbohydrates to address low bg. The customer declined to provide additional information regarding the issue.

Manufacturer narrative:
B1: adverse event as yes, product problem as no. B2: other serious. H1: serious injury b1: adverse event as yes, product problem as no. B2: other serious. H1: serious injury.